Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The physician attempted to place a taxus express2 3.5x12mm drug eluting stent to the 90% stenosed lesion located in the calcified, severely tortuous left circumflex (lcx) artery, but was unable to cross the lesion. The physician then dilated the ostium of the lcx with a non bsc balloon, unknown size, but was still unable to cross the lesion. The physician then cut off the tip of the stent delivery system (sds) and advanced the sds to the lesion, but was unable to cross. Upon removal of the sds, the stent bumped into the tip of the guide catheter. The sds was then removed together with the guide catheter from inside the patient. Stent damage was noted upon removal. No patient injuries or complications were reported. The procedure was completed with an unknown type and size stent. Patient status post procedure is noted as good.